Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been treated in (B)(6) hospital on (B)(6) 2026 for hyperglycemia. The patient's blood glucose levels reached 30.1 mmol/l (542 mg/dl) with ketone level of 2.1 mmol/l while wearing the pod between 5 and 24 hours on the leg. The patient's legal guardian reported that the patient's blood glucose levels remained elevated despite insulin boluses from the pod. The pod was removed at the hospital and a new pod was applied as instructed by diabetic specialist nurse (B)(6). It was reported that an array of tests were performed, but no information on the specific tests were provided. The patient was discharged after 6 hours.